Event description:
It was reported that the caller was updating time, personal profile, and biq/ciq settings on their device. There was no reported impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and date, educating them on the importance of correct settings for accurate uploads and reports, and advised monitoring for further discrepancies. The caller understood and acknowledged the instructions given.